Event description:
The doctor was unable to advance the iab into the patient's lower femoral artery. The iab was inserted higher in the same leg. The iab was not returned to datascope for evaluation. The iab was used. (Event complications: unknown - reported 05/30/97.) (Pt's current status: unk- rpt'd 05/30/97.)